Manufacturer narrative:
Results investigation summary: investigation summary: (B)(4). Part #: 382533, lot #: 7166897, complaint: catheter tip integrity. Customer verbatim: I was informed today by my np that lot number 7166897 20 g bd insyte autoguard ref number 382533 item number (B)(4) has either a split in the needle or an extra piece of plastic on it. They opened 4-5 of these needles and they all had the same issue. I have pulled all of the lot number off of all of my floors. What else do I need to do? Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; -DHR review was performed on the following lot number: 7166897 ¿ the lot number was built on afa line 11, from june 22, 2017 thru june 25, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications (B)(4) , in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per (B)(4). Visual analysis: observations and testing: received two unused iag/bc 20ga units from lot number 7166897; one unused unit was without a package and one unused unit in a sealed package. Visual/microscopic examination: unit 1 - observed there was more silicone lube (non-foreign) than normal on the bevel of the needle and fm was hanging off of the catheter tubing tip. Unit 2 - no anomalies or damage on the catheter tubing test description: method no: results: visual/microscopic, n/a, see observations and testing. Catheter tip rating, tip-009, see observations and testing. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation displayed fm on the catheter tubing. Investigation conclusion: conclusions: the defect of catheter tip integrity, as stated in the subjects of the pir was confirmed with the returned unit. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experience was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? N/a; it was not necessary to achieve reproduction of the customer¿s experience, as the defect were confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause. Relationship of device to the reported incident: indeterminate. Comment: the cannula/catheter assembly is dipped in lubrication to minimize the insertion and threading forces during the usage. Foreign matter can be loosely attached to the catheter tubing due to the silicone lube. The foreign matter was too small to be identified by ftir. UDI#: (B)(4).

Event description:
It was reported that foreign matter was found on a 20 g x 1.00 in. (1.1 mm x 25 mm) bd insyte¿ auto guard¿ bc shielded IV catheter. This was observed during use with no report of serious injury or medical interventions.